Event description:
The manufacturer received voluntary medwatch (mw5105664) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging cough while using this device and medical intervention was prescription antibiotics and nebulizer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5105664) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging persistent dry cough, constant clearing of throat, losing voice and was prescribed with antibiotics and nebulizer. Patient also reported bloody nose. The reported event of persistent dry cough, constant clearing of throat, losing voice and was prescribed with antibiotics and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as may be related to a product problem and/or user error in this case. Based on the available information, the manufacture concludes the device may have caused or contributed to the reported events. However, further investigation is warranted to confirm any definitive causal relationship between the event and possible failure, malfunction, improper or inadequate design, manufacture, labeling, and/or user error.   The device has not yet returned to the manufacturer for evaluation. No further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section h6 health effect - clinical code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.